Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented with the following pre-op diagnosis: cervical kyphosis; cervical stenosis c3 to c7. The patient underwent the following procedures: anterior cervical diskectomy and fusion at c3-4, c4-5, c5-6, and c6-7; anterior interbody cages (bengal cages) at c3-4, c4-5, c5-6, and c6-7; anterior cervical plating with slim lock plate (81 mm); implantation of rhbmp-2 and demineralized bone matrix at c3-4, c4-5, c5-6, and c6-7; ssep and emg monitoring. As per operative notes, ¿at the c5-6 level, a 6-mm cage is utilized. All cages are packed with a mixture of demineralized bone matrix and rhbmp-2 wedges.¿ no intra-operative complications were reported. (B)(6) 2005: the patient was discharged from the facility.